Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06dec2019.

Event description:
The customer reported that the ventilator's led (light emitting diode) key failed. There was no patient/user involvement. The manufacturer's international service technician evaluated the device and confirmed a led key malfunction. The power switch overlay was replaced. The ventilator was calibrated successfully and passed all required testing. The reported issue was resolved.